Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2026 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2026 due to cloudy pd fluid and abdominal pain. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The patient was instructed to come into the clinic to have the antibiotics administered. The cultures were positive for gram positive bacilli, corynebacterium (no species provided). The patient¿s effluent was not clear after being treated for several days of antibiotics. The patient was admitted to the hospital on (B)(6) 2026. The patient¿s antibiotic was changed to meropenem (dose, frequency, and duration not provided). The pdrn stated that the meropenem was also not resolving the peritonitis infection. The nephrologist determined that the patient¿s pd catheter required removal and that the patient had to transition to hemodialysis (hd). The patient¿s pd catheter was removed. The patient was discharged on (B)(6) 2026. The patient was to start in-center hd treatment on (B)(6) 2026. The cause of the peritonitis was a breach in aseptic technique by the patient. The patient has been declining in health and is weak and debilitating. The patient¿s ability to keep sterile technique is compromised due to her health condition. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).